Manufacturer narrative:
(B)(4).

Event description:
Additional informaiton received for this case. There was a proximal type ia endoleak of the bifurcated stent graft.

Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft has migrated due to disease progression. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. There appears to have been disease progression (neck dilatation) which likely has led to the migration and current lack of stent graft apposition within the proximal neck. The calcified neck may have also contributed. The cause of the possible left renal artery occlusion and the left kidney atrophy could not be determined. This appeared to most likely to be anatomy related; significant calcification and stenosis was observed near the orifice of the left renal artery. Pre-implant films were not available; therefore, it could not be concluded if this was a pre-existing condition. Films during and post-intervention with an endurant cuff and endoanchors were not provided.

Event description:
Additional information received reported that approximately six years and three months after the index procedure, loss of proximal seal on the bifurcate stent graft and migration leading to proximal type I endoleak were again observed. The patient received treatment approximately 18 days later. The physician implanted an endurant aortic cuff along with aptus endoanchors. The proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.